Event description:
During removal of an ivc filter from a patient using a triple loop goose neck snare retrieval device, the snare got caught on the ivc filter but the physician was able to remove the filter out of the patient. The loop neck snare is caught and stuck on the filter. In addition, upon receipt of the device, one filter strut was found broken.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated with additional DHR review. No further changes were made. During removal of an ivc filter from a patient using a triple loop goose neck snare retrieval device, the snare got caught on the ivc filter; however, the physician was still able to remove the filter from the patient. Upon receipt of the device, one filter strut was found broken. Whether or not this was present prior to attempted filter removal or occurred during the complicated filter removal remains unknown. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A non sterile filter for an optease vena cava 6f was returned inside a bag. The filter was received very damaged including an unknown snare. The filter hook was noted to be stuck in one of the filter struts, and a secondary failure was found because one strut was broken. The loop neck snare was caught and stuck on the filter. The barbs of the filter do not present any damage or anomaly. A scanning electron microscope was performed to the filter and results showed that the filter presented evidence of a broken strut; the fracture site presented evidence of smearing in the edges. The exact causes of the broken strut could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Manufacturing records for lot 114140202 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 12962 and stent lot numbers 120542, 120505, 121038; and the results indicate that the stent shipped meets specified release requirements. After evaluating the involved product, (B)(4) determined that there were no signs of a defect to cause the reported failure. After product inspection, it was determined that the product met (B)(4) workmanship standards as well as specification requirements. The filter retrieval difficulty failure and the secondary failure for fractured-separated filter were confirmed, however, the analysis suggest that procedural factors appear to be impacted on the retrieval difficulty and fracture of the filter. The filter did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review and sem analysis suggests that this kind of failures could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Based on the information available, it appears that the retrieval difficulty experienced by the customer along with the strut fracture may have been caused by device interaction and procedural factors.

Manufacturer narrative:
During removal of an ivc filter from a patient using a triple loop goose neck snare retrieval device, the snare got caught on the ivc filter; however, the physician was still able to remove the filter out of the patient. Upon receipt of the device, one filter strut was found broken. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. A non sterile filter for an optease vena cava 6f was returned inside a bag. The filter was received very damaged including an unknown snare. The filter hook was noted to be stuck in one of the filter struts, and a secondary failure of a broken strut was noted. The loop neck snare was caught and stuck on the filter. The barbs of the filter do not present any damage or anomaly. A scanning electron microscope was performed on the filter and showed that the filter presented evidence of a broken strut; the fracture site presented evidence of smearing in the edges. The exact causes of the broken strut could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Manufacturing records for lot 114140202 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 12962 and stent lot numbers 120542, 120505, 121038; and the results indicate that the stent shipped meets specified release requirements. The filter retrieval difficulty failure and the secondary failure for fractured-separated filter were confirmed, however, the analysis suggest that procedural factors appear to be impacted on the retrieval difficulty and fracture of the filter. The filter did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review and sem analysis suggests that this kind of failures could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time.